Event description:
The customer reported intermittent system lock-ups. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the controller circuit board. The system operates as intended.